Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: two devices (a and b) received for analysis with no lot number information available. Since it was not possible to confirm which one belongs to the complaint, both implants were analyzed. During the visual evaluation, no apparent damage or visual anomalies were observed on both returned devices. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in either device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on september 2, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 275cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side postoperatively. The deflation was confirmed with a physical examination. As a result, the patient underwent device removal and replacement with 275cc mentor memorygel breast implants, catalog number 9425393-005 on the right side and 9476705-029 on the left side on (B)(6) 2020.